Event description:
It was reported that an increase in pacing lead impedance and a decrease in sensing were observed. The patient later presented to the emergency room after receiving inappropriate high voltage therapy due to oversensing of noise. Clavicular crush was suspected. X-ray imaging showed the lead was fractured. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 13.8-14.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Fractures of the inner coil and sensing conductors were noted 17.5cm from the connector pin, consistent with bending of the lead in the field. These fractures are consistent with the observations from the field of inappropriate shock, noise, high pacing lead impedance, undersensing, and oversensing.